Event description:
When the outer cover of trial lead was opened, it was stuck to the inner cover and the sterile cover opened. A new lead was used because sterility was compromised.

Manufacturer narrative:
(B)(4): analysis found an improper seal between the tyvek lid and tray of the lead packaging.